Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use. During the procedure, a balloon pinhole ruptured upon second inflation at 6 atmospheres for 10 seconds. The device was removed without any issue and the procedure was completed with a different device. No patient complications were reported and the patient is in good condition after the procedure.